Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Concomitant medical products: sig mod tib tray cem cocr 3 knee tibial tray component; unknown knee femur component; pfc sigma rp stb tb in 3 10.0 knee tibial insert component; unknown knee patella component; unknown bone cement.

Event description:
Patient was revised to address aseptic loosening of the tibial component at the cement to implant interface. Unknown cement was used. Doi: (B)(6) 2018; dor: (B)(6) 2018; right knee.

Manufacturer narrative:
(B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.